Event description:
Customer reported 4 falsely elevated advia centaur troponin ultra (tni ultra) results that were considered discordant upon repeat testing on the same system and on the second advia centaur in the laboratory. The customer uses a cutoff of 0.06 ng/ml. It is unknown if patient treatment was prescribed or altered based on these results. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer went to the customer's site and performed a total service call of the advia centaur system and replaced the diluter syringe assembly, the wash manifold and aspiration guides. A (B)(4) study of multi-diluent 11 showed acceptable performance after service. The cause of the discordant troponin ultra results is unknown. The instrument is performing within specification. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."